Event description:
Reporter alleged blood glucose measured 86 mg/dl back to back with a result in the 180s mg/dl, when testing was performed 2 minutes apart. Customer stated feeling low glucose at the time of testng and ate as a result before feeling better. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.